Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the device failed to indicate that an external battery was connected. Battery testing showed that the battery was operating normally. It was determined that the device failure to recognize the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address the issue. During service testing, it was found that the device failed to complete its internal self-test due to a defective pneumatic block. The pneumatic block was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. The device was not in use when the fault occurred; therefore, there was no patient involvement.